Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and photographic inspection of the sample noted one suture and one needle. It was noted that the needle was detached. Upon microscopic inspection of the needle, normal crimp and swage marks were noted. As no sealed samples were returned, a needle attachment test could not be performed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open hand and foot procedure, three devices were found with the needle and thread separated with each other, and one device had thread broke. The surgeon then used another device to resolve the issue in order to complete the case. There was no patient injury.